Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 48 packs and 40 unused, loose ptgrs125 from lot number 0000197677. Using microscope visually checked files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4 according to the specifications on 0710-sp-ptgrs125-a. Returned product has been analyzed and was found in compliance with specifications. No broken files were returned. Nothing unusual to report was found during DHR review.

Event description:
It was reported that a protaper gold file broke in a patient's tooth during use. The broken piece was not retrieved and was incorporated into the filling.